Manufacturer narrative:
Event date: approximated as exact date was not provided.

Event description:
It was reported that the filter was perforating adjacent structures. On (B)(6), 2010, the patient was implanted with a greenfield filter. The patient had a history of deep venous thrombosis (dvt) with pulmonary embolism. On (B)(6) 2019, the patient received an abdominal and pelvic CT scan. The struts of the inferior vena cava (ivc) filter were noted to have perforated the ivc. One strut was perforating proximally into the right gonadal vein and another was abutting the posterior wall of the third portion duodenum. No further patient complications were reported.